Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to the device stopped working leading to the procedure. It was suspected that the device had loss of pressure. The device was implanted around ten years ago. No more information available at the moment. Should additional information become available, it will be provided.